Manufacturer narrative:
Concomitant products: product ID 3708660, lot # nkn045746v, product type extension; product ID 3387s-40, lot # va04z6f, implanted: (B)(6) 2013, product type lead; product ID 3708660, lot # nkn045715v, implanted: (B)(6) 2013, product type extension.

Event description:
Additional information reported it was unknown if the hallucinations and delusions were related to the study or programming.

Event description:
It was reported that the patient experienced visual and auditory hallucinations. No corrective actions were taken. The visual and auditory hallucinations were noted as resolved. The patient also experienced paranoid delusions. No corrective actions were taken. The paranoid delusions were not resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 3387, lot # unknown, product type lead; product ID neu_unknown_ext, lot # unknown, product type extension. (B)(4).